Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Peritonitis, stoma site infection and pneumoperitoneum, are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient was prescribed panodil (paracetamol) and oxynorm (oxycodone) for pain. The surgeon was informed and patient was prescribed intravenous morphine and antibiotic tazocin (piperacillin + tazobactam). The abdominal x ray showed free gas in abdomen. The patient also suffered from nausea and decreased food intake due to abdominal complications. The patient received nutritional infusion as a support. Additional information indicated that on (B)(6) 2018, patient remained hospitalized due to peritonitis that was treated with intravenous antibiotics. On (B)(6) 2018, a stoma abscess was drained. The dosage of antibiotics was increased. The surgeon suspected that the stomach fluids have leaked into the free abdomen. The tension of the retention plate was strengthened.

Manufacturer narrative:
Reference record (B)(4). Additional information added to event description. Corrected data in model #.

Event description:
Additional information received. On (B)(6) 2018, a CT scan of abdomen was done and there was still leakage from the abscess. The abdominal drain was left in place. On (B)(6) 2018, it was reported that the patient's peg was sutured several turns at the outer fixation plate to keep it in place. The patient still had intravenous antibiotics and also the drainage to the abscess was left in place. The patient changed the hospital to get continued care. On (B)(6) 2018, the patient was discharged. The wound drain was removed and antibiotic route was changed to oral. On (B)(6) 2018, the nurse visited the patient, sutures were removed, and peg tube was mobilized without remarks.